Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Also, it was reported that the bottom of the cartridge leaked. Reportedly, the cartridge was filled with close to 500 units. The customer's blood glucose level was 370 mg/dl to 380 mg/dl and it was addressed with a manual injection. The customer changed the supplies.